Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 780 hematology analyzer had a leak of diluent / cleaner. Customer reported that the leak was contained inside the instrument by the blood sampling valve tray. Customer reported that the volume of the leak was 10 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the secondary rinse probe was loose and not aligning with the probe cleaning assembly. The fse aligned the secondary rinse probe with the probe cleaning assembly and repaired the rinse cup. The fse did not observe any further leaking after the repair.

Manufacturer narrative:
(B)(4).